Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer would change the cartridge and infusion set after the alarm. The customer did not know if the blood glucose level was impacted. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.